Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain lower ("abdominal pain/right on my tubes") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 852003) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, gestational diabetes, multi gravida, parity 4 and gestational diabetes. Concurrent conditions included obesity and chest pain. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 3 years 8 months after insertion of essure, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/(painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), rash ("rash on her stomach"), abnormal behaviour ("change in demeanor"), anxiety ("psychological or psychiatric problems condition: anxiety"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), weight increased ("weight gain"), headache ("headaches"), coital bleeding ("intercourse with bleeding") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with ibuprofen (ibuprofen), diazepam (valium), surgery (bilateral salpingectomy) and surgery (plaintiff underwent laparoscopic bilateral partial salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dyspareunia, migraine and rash had resolved, the genital haemorrhage and weight increased was resolving, the dysmenorrhoea had not resolved and the depression, fatigue, alopecia, abnormal behaviour, anxiety, hot flush, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, female sexual dysfunction, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, abnormal behaviour, allergy to metals, alopecia, anxiety, coital bleeding, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed that her fallopian tubes fully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 852003) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, multi gravida and parity 4. Concurrent conditions included obesity, gestational diabetes and chest pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), rash ("rash on her stomach"), abnormal behaviour ("change in demeanor"), anxiety ("psychological or psychiatric problems condition: anxiety"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), weight increased ("weight gain"), headache ("headaches"), allergy to metals ("nickel allergy") and the second episode of abdominal pain ("abdomen pain"). The patient was treated with surgery (plantiff underwent laproscopic bilateral partial salpingectomy.). Essure was removed on 30-jun-2017. At the time of the report, the genital haemorrhage, dyspareunia, migraine, rash and the last episode of abdominal pain had resolved, the dysmenorrhoea had not resolved, the depression, fatigue, alopecia, abnormal behaviour, anxiety, hot flush, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, female sexual dysfunction, headache and allergy to metals outcome was unknown and the weight increased was resolving. The reporter considered abnormal behaviour, allergy to metals, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, rash, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on 12-oct-2011: confirmed that her fallopian tubes fully occluded most recent follow-up information incorporated above includes: on 19-apr-2018: pfs+mr received: new events: hot flush, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, female sexual dysfunction, anxiety, headache, allergy to metals, weight increased, cystitis were added. Reporter, patient demographic information, other relevant history, product lot number were added. Previously reported event genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, rash outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remnants of essure remain on both sides of my body'), pelvic pain ('pelvic pain') and abdominal pain lower ('abdominal pain/right on my tubes') in a 29-year-old female patient who had essure (batch no. 852003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, gestational diabetes, multi gravida, parity 4, gestational diabetes, diabetes, swelling nos, itching and foot pain. Concurrent conditions included obesity and chest pain. Concomitant products included alprazolam (xanax), lisinopril since 2015 and metformin from 2011 to 2019. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), migraine ("migraines"), hot flush ("hormonal changes describe: hot flashes"), menorrhagia ("abnormal bleeding menorrhagia") and headache ("headaches"). On (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse/painful sexual intercourse"), 14 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression"), alopecia ("hair loss"), anxiety ("psychological or psychiatric problems condition: anxiety") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced cystitis ("infection bladder/ urinary tract/vaginal type: bladder"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2017, the patient experienced rash ("rash on her stomach"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abnormal behaviour ("change in demeanor"), vaginal haemorrhage ("abnormal bleeding vaginal"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), female sexual dysfunction ("apareunia inability to have sexual intercourse") and coital bleeding ("intercourse with bleeding"). The patient was treated with diazepam (valium), ibuprofen (ibuprofen), omeprazole, paracetamol (tylenol) and surgery (on (B)(6) 2017 bilateral salpingectomy). At the time of the report, the device breakage, depression, fatigue, alopecia, abnormal behaviour, anxiety, hot flush, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, female sexual dysfunction, allergy to metals, coital bleeding and urinary tract infection outcome was unknown, the pelvic pain and dysmenorrhoea had not resolved, the abdominal pain lower, migraine, rash and headache had resolved and the genital haemorrhage, dyspareunia and weight increased was resolving. The reporter considered abdominal pain lower, abnormal behaviour, allergy to metals, alopecia, anxiety, coital bleeding, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as remnants of essure remain in her body anticipated or scheduled date of removal will be 2020 exact date to be determined . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram on (B)(6) 2011: results: confirmed that her fallopian tubes fully occluded; on (B)(6) 2011: bilateral tubal occlusion without evidence of extravasation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: pfs received : event "remnants of essure remain on both sides of my body," reporter added, outcome of "pelvic pain" updated to " not recovered / not resolved." Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('remnants of essure remain on both sides of my body'), pelvic pain ('pelvic pain') and abdominal pain lower ('abdominal pain/right on my tubes'). In a 29-year-old female patient who had essure (batch no. 852003), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: recurrent abortion, gestational diabetes, multi gravida, parity 4, gestational diabetes, diabetes, swelling nos, itching and foot pain. Concurrent conditions included: obesity and chest pain. Concomitant products included: alprazolam (xanax), lisinopril since 2015 and metformin from 2011 to 2019. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), migraine ("migraines"), hot flush ("hormonal changes, describe: hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches"). On (B)(6)2011, the patient experienced dyspareunia ("pain during intercourse (painful sexual intercourse)"), (B)(6) days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression"), alopecia ("hair loss"), anxiety ("psychological or psychiatric problems, condition: anxiety") and allergy to metals ("nickel allergy"). And was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal), type: bladder"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal), type: uti"). On (B)(6) 2017, the patient experienced rash ("rash on her stomach"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abnormal behaviour ("change in demeanor"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction, type: allergic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). And coital bleeding ("intercourse with bleeding"). The patient was treated with diazepam (valium), ibuprofen (ibuprofen), omeprazole, paracetamol (tylenol) and surgery (on (B)(6) 2017 bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, depression, fatigue, alopecia, abnormal behaviour, anxiety, hot flush, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, female sexual dysfunction, allergy to metals, coital bleeding and urinary tract infection outcome was unknown. The pelvic pain and dysmenorrhoea had not resolved. The abdominal pain lower, migraine, rash and headache had resolved. And the genital haemorrhage, dyspareunia and weight increased was resolving. The reporter considered abdominal pain lower, abnormal behaviour, allergy to metals, alopecia, anxiety, coital bleeding, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as remnants of essure remain in her body. Anticipated or scheduled date of removal will be 2020. Exact date to be determined. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 31.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2011, results: confirmed that her fallopian tubes fully occluded; on (B)(6) 2011, bilateral tubal occlusion without evidence of extravasation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), rash ("rash on her stomach") and abnormal behaviour ("change in demeanor"). The patient was treated with surgery (plaintiff underwent laparoscopic bilateral partial salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, depression, fatigue, dyspareunia, migraine, alopecia, rash and abnormal behaviour outcome was unknown. The reporter considered abdominal pain, abnormal behaviour, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that her fallopian tubes fully occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.